Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error alarm. The customer¿s blood glucose was 42 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after possible exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 42 mg/dl and no form of treatment was reported and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.